Event description:
Allegedly, the prodense was not setting after over an hour in the patient and remained in its toothpaste-like form and didn't harden. The fracture then collapsed. An amount squirted onto the instrument table did set in the usual 30 minute setting time. The surgeon continued to plating and added some allomatrix to fill the collapse.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.